Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited unstable thresholds and low impedance. It was discovered that the lead perforated the rv. The lead was inactivated and explanted. No further patient complications have been reported as a result of this event.